Event description:
During a coil embolization procedure of the (acom) anterior communicating artery aneurysm assisted with an enterprise stent, the physician tried semi-jailing. After deploying enterprise vrd and delivery system (enf452812) before the distal marker of the prowler select plus crossing the recapture limit point. After using trufill 4x7 for framing and 3x4 for second framing, he tried to use this 2x2 coil. After successfully introducing this coil he tried to detach this coil but it didn`t work. The alternative detachment zone was attempted to detach the coil, but the hub of this coil and the locking part of the syringe disconnected. The enterprise stent was attempted to be deployed, but the proximal part didn`t deployed successfully. The physician indicated that "the marker didn`t seemed to be fully deployed and they seemed to be stuck together." The enterprise system was pulled back, and once outside the patient, the enterprise 2 distal markers were tangled together. The report also indicated that the user was trained, and the product was stored per labeling instructions. The procedure was completed with same like product.

Manufacturer narrative:
During a coil embolization procedure of the (acom) anterior communicating artery aneurysm assisted with an enterprise stent, the physician tried semi-jailing. After deploying enf before the distal marker of prowler select plus crossing the recapture limit point. After using trufill 4x7 for framing and 3x4 for second framing, he tried to use this 2x2 coil. After successfully introducing this coil he tried to detach this coil but it didn`t work. The alternative detachment zone was attempted to detach the coil, but the hub of this coil and the locking part of the syringe disconnected. The enterprise stent was attempted to be deployed, but the proximal part didn`t deployed successfully. The physician indicated that "the marker didn`t seemed to be fully deployed and they seemed to be stuck together." The enterprise system was pulled back, and once outside the patient, the enterprise 2 distal markers were tangled together. The report also indicated that the user was trained, and the product was stored per labeling instructions. The procedure was completed with same like product. Additionally it was reported that the vessel was the internal carotid artery that measure 3.4mm diameter and the aneurysm size was 4.5x2.8x4.6mm. The issue was that the distal markers or proximal markers, because in the reported event it indicates that the proximal part could not be deployed, but then the enterprise system was removed and the distal markers were tangled together. During the time the enterprise was in the patient, torque was not applied to the delivery system. No other issues were noted with the device, and all the issues were reported. The IFU guidelines were followed to attempt to detach the stent. The issue occurred with the distal markers. After the markers seemed not fully deployed, the stent was able to be recaptured and removed from the patient without any issues. The catalog and lot number of the prowler select microcatheter was not available, but the same microcatheter was used to deploy another stent and there wasn't any difficulties or problems. The stent detached from the delivery system after it was removed from the patient, and is also being returned for analysis. Other than the reported event, no other damages were noticed with the stent or delivery system. After the coil did not detached, saline came out of the syringe hub. Also, the problem was that the hypotube of the coil detachment system was somewhat like bent or squeezed in between the stent and the vessel wall. No damages were noticed on the hub of the coil or the luer lock of the dcs syringe. The same syringe was utilized to complete the procedure. After the event, no other damages were noticed on the coil or delivery system. The coil was still attached to the delivery system, and is going to be returned for analysis. This is one of two products involved with this adverse event, which is associated with MFR reports 1058196-2010-00079 and 1058196-2010-00078.

Manufacturer narrative:
During a stent assisted coil embolization procedure of the (acom) anterior communicating artery aneurysm the physician tried semi-jailing, partial deployment of the enterprise vrd (enf452812) without exceeding the recapture point, followed by coil placement. The third trufill dcs orbit (637mf0202) could not be detached. The coil was still attached to the delivery system when removed from the patient. After this, with attempt to fully deploy the enterprise stent, it was reported that the marker didn't seem to be fully deployed and seemed to be stuck together. After the markers seemed not fully deployed, the stent was able to be recaptured and removed from the patient without any issues. The enterprise was withdrawn from the patient. Once outside of the patient, it was observed that the distal markers were tangled together. The same microcatheter was used to deploy another stent without any difficulty. And the same dcs syringe was used to detach the next coil. It was reported that the vessel diameter, internal carotid artery, was 3.4mm and the aneurysm measured 4.5x2.8x4.6mm. After using a 4x7 trufill dcs orbit for framing and a 3x4 for second framing, the 2x2 orbit was successfully introduced, but could be detached. The alternative detachment method was attempted, but the hub of the coil and locking part of the syringe disconnected. After the coil did not detached, saline came out of the syringe hub. It was reported that the problem was that the hypotube of the coil detachment system was somewhat bent or squeezed in between the stent and the vessel wall. No damages were noticed on the hub of the coil or the luer lock of the dcs syringe. During the time the enterprise was in the patient, torque was not applied to the delivery system. No other issues were noted with the device. The IFU guidelines were followed in the attempt to deploy the stent. The stent deployed from the delivery system after it was removed from the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received zipped over the hypotube. The zipper was received in the locked position. The support coil, gripper and embolic coil were out of introducer. The embolic coil was still attached to the gripper and also it was stretched. Support coil presented no damages. Hypotube was kinked. Residues of blood were observed inside of introducer and gripper. The gripper was inspected under microscope and residues of blood were observed inside of it. No damages were observed on the hub. An attempt was made to purge the trufill dcs orbit with a lab sample trufill dcs syringe ii; however it could not be purged since when the pressure was increased into the blue zone an air bubble remained in the hub. No leakage was observed between the hub and syringe connection. The support coil was cut near to the gripper and after that the flow of water was observed. The cut section was inspected under microscope and residues of blood were observed just before the purge hole; this condition impeded the purging of the dcs with functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach was confirmed. The cause of the failure during functional testing of the returned device was due to residues of blood found inside of the gripper; related to the procedure. There was no hub damage found on the returned or leakage with pressurization during functional testing. It was reported that the hypotube of the coil detachment system was somewhat bent or squeezed in between the stent and the vessel wall. The enterprise instructions for use outlines full deployment of the stent followed by coil placement through a microcatheter placed through the stent struts. Usage other than the approved labeling may involve risks not described in the labeling. The cause of the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Procedural factors appear to be contributed to this failure; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with this adverse event, which is associated with MFR reports 1058196-2010-00079 and 1058196-2010-00078. Additional information will be submitted within 30 days of receipt.